Manufacturer narrative:
The patient¿s date of birth and/or age were requested, but was not provided. The patient¿s gender was requested, but was not provided. The patient¿s weight was requested, but was not provided. The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. Therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device ¿ 1 day. The device was returned for investigation. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that while the patient was in operating room (or) getting ready for transport after implant, the initial low voltage advisory alarm occurred while supported by the power module patient cable with power module and internal emergency backup battery in system controller was not yet installed. Low voltage alarm was isolated to power module patient cable. The power module on which the issue occurred in or was self-tested and appeared fine. When the power module patient cable that we experienced the issue with was plugged in to the power module (with no system controller connected), a yellow wrench appeared on the power module. When the power module patient cable was disconnected from the power module, the yellow wrench alarm disappears from power module. No issues have occurred since patient was placed on battery power/new power module with power module patient cable. Log file analysis completed by the manufacturer¿s technical services representative revealed the overall voltage to run the pump dropped below a sustainable level causing the pump to drop to an actual speed of 0 rpm for approximately 6 seconds. Additional information was requested, but was not provided.